Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened and used enlite sensors and performed bicarbonate buffer test. Both sensors passed with accurate readings.

Event description:
Customer reported that her blood glucose was 83 mg/dl. Customer stated that her sensor was alarming calibration error. Customer also stated that her blood glucose dropped to 47 mg/dl and her sensor did not alarm. Nothing further was reported.